Event description:
It was reported that the device displayed an alarm - error codes / messages. There was no patient involvement.

Manufacturer narrative:
New information: product received, investigation and root cause completed add b5 correct g4, g7, h3, h6 (method, results, conclusion), h11. A review of the device history record for sn (B)(6) was performed from the date of manufacture 04/03/2018 to the present date 10/02/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device displayed an alarm - error codes / messages. There was no patient involvement.